Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical failure analysis laboratory received the device for evaluation. Visual inspection found no visible defects, damage or contamination. The reported complaint was duplicated. The uut was tested and found to have a damaged component (the battery chamber pcb). The uut removable battery was found to function to specifications when installed in test device but was unable to make good electrical connection in the ventilator it was paired with, causing intermittent alarms. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that batt ejected alarm occurred during use on a patient on the lap top ventilator 2200. The customer reported the patient was provided with alternative ventilation/ intervention. The customer confirmed there was no patient harm associated with the reported event.